Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Analysis of the implantable neurostimulator (B)(4) found that the battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator battery has been ¿discharged¿ (overdischarged) for a couple of months now (around (B)(6) 2017). The patient was wanting for a manufacturer representative to meet her at an health care provider office to have a physician mode restart performed again. The patient currently does not have a managing physician; however, she works with the va. There were no patient symptoms or complications reported. Additional information was reported by a representative that the patient had an overdischarge. Multiple attempts were made to jump start implantable neurostimulator (ins) but they were unsuccessful. The morning of the case the manufacturer representative offered to attempt to jumpstart ins again but the patient declined. The system was replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their ins was replaced recently, because the ins battery had ¿discharged¿ two times and it had to be replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.